Event description:
This is the second malem bedwetting alarm that we have had a problem with. The first one would get hot when I put in batteries. This alarm is also doing the same thing. The heat is significant and can easily burn skin. My son was using the first alarm and complained of excessive heat. I removed the alarm and contacted the MFR who sent me a replacement. This second alarm is doing exactly the same thing. I believe that the batteries are shorting out in this device which is causing significant amount of heat to be generated.